Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The patient arrived to a facility with an acute mi and was initially treatment medically with tenecteplase. The patient was transferred to another facility three days later and a cardiac cathteterization was performed. The patient had recieved lovenox, prior to being transferred from the other facility and arrived to the ccl on an integrillin drip. The 90% stenosed lesion was located in the left anterior descending artery and predilated with a maverick balloon inflated to 6 atm's for 9 seconds. A taxus express2 3.0x16mm drug eluting stent was used to treat the lesion. The stent balloon was inflated to 14 atm's for 17 seconds. The stent was not post dilated. Post stent stenosis was 0%. 600mg of plavix was administered post procedure along with aspirin. It was also mentioned that the patient continued to smoke during the hospital stay. The patient was discharged 8 days later in the early afternoon. 7 hours later the patient emergently presented to the hospital with an in-stent thrombosis. The stent was 100% occluded with thrombosis. The patient was brought back to the ccl. The physician made multiple attempts to pass a wire past the stented vessel, but was unsuccessful. The patient was a poor surgical candidate, so it was decided to treat medically. The patient went into ventricular tachycardia, coded and expired two days later. The patient was reported to be a non-complaint patient.